Event description:
It was reported that the customer experienced keypad issues on the insulin pump because the buttons were stuck. The customer stated that she could not resume insulin pump therapy after suspending it. The customer also received a failed battery test alarm. The customer's blood glucose was 300 mg/dl. The customer treated herself with a manual injection. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. The customer stated that neither the battery compartment nor the spring were damaged or corroded. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.